Manufacturer narrative:
The device is not expected to be returned for evaluation. The technical assistance center (tac) troubleshot the issue with the customer. The customer said that the output from component to the serial digital interface (sdi) in on the monitor was connected. Tac informed him that he needed to come out from sdi. The issue was resolved by using a video cable. The customer's plan was to use a video cable until they get a splitter to come from sdi out to in. The event occurred during morning equipment checks. No patients were involved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii video system center had no image on the radiance monitor. The component output was connected to the serial digital interface on the monitor. The issue was found during morning equipment checks. No patients were involved. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.